Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record identified the following related repair: tech confirmed the screws were missing and replaced them. The unit was tested, calibrated, and returned to the customer. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that prior to surgery during check there were no screws on the dermatome to hold the blade in place. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.